Event description:
New information received stated that the physician elected to revise the lead on aug. 18, 2020 in consideration for the patient. It was noted that the lead had functioned properly since it was last repaired in jan. 2020. During the procedure, the physician had difficulty inserting the stylet and the lead was then removed with laser extraction technique. The patient remained in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change procedure. During the procedure, an insulation abrasion was noted on the right ventricular lead. The physician then placed a suture sleeve over the abrasion and repaired the lead. There were no adverse consequences to the patient.